Manufacturer narrative:
The device was received for evaluation along with solution bags. There were no issues noted with the home choice disposable set. Visual inspection, leak testing, clear passage testing, and clamp function testing were performed on the home choice set with no issues noted. The cassette functioned per specifications. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The returned solution bag was used during simulated use testing and the se2240 was duplicated. The cause of the reported alarm was determined to be from the additional defective product; a leak from one (1) solution bag. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error (se) 2240 (air in line/set) alarm. This occurred during dwell four of four of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was fluid all over the heater tray, but the source of the fluid could not be determined. Renal therapy services (rts) had the patient cycle the power and assisted with proper disconnecting procedure. The patient would perform continuous ambulatory peritoneal dialysis (capd) to complete the therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.